Manufacturer narrative:
E1 reporting institution phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a "check vent: cooling fan speed" error. It was reported there was no patient involvement at the time the issue was discovered. A field service engineer (fse) evaluated the device and confirmed the reported issue in the event log. The fse replaced the cooling fan and confirmed the reported issue was resolved. The device passed required performance verification tests per philips standards and was returned to service.